Event description:
It was reported in a scientific article that the current failed prematurely one of the vns pt. Few months after vns generator implantation, the stimulators continued to deliver electrical pulses but with a lower current. Generator was surgically replaced. Good faith attempts to obtain additional info has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Article reference: lundgren, j. "Vagus nerve stimulation in 16 children with refractory epilepsy." Epilepsia, 39 (8): 809-813, 1998.